Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the drainage valve and thermoelectric cooler solved the issue. The issue has been resolved and the device has been returned to use in good working condition. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The compressor mini is equipped with a thermoelectric cooler. The thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. Water in the air gas module may damage the air gas module. Unfortunately, the claimed parts have been not available for the further analyze of the issue. The cause of the issue was related to drainage valve and thermoelectric cooler.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿.

Event description:
It was reported that the compressor had a malfunction. There was no patient harm reported. Manufacturer's ref. #: (B)(4).